Event description:
Boston scientific received information that patient presented to the emergency room with having received nine shocks for what looks like sinus tachycardia that fell into the vt zone. This occurred over two episodes occurring about an hour apart. The first episode delivered anti-tachycardia pacing (atp) three times and then eight shocks were delivered which exhausted therapy as the rate did get into the vf zone by the end of the episode. The second episode was atp three times and a single 21j shock. The episode started gradual and unstable so it did inhibit but only for a few beats before it became stable and treated. No adverse patient effects were reported.

Manufacturer narrative:
A boston scientific technical services consultant discussed the reasons the device treated the arrhythmia and programming options for this patient. The caller will discuss the options with this patient's physician. No other adverse events have been reported. This product issue will be re-evaluated if additional information is received.